Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the caller with resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue happened again.